Event description:
It was reported tha the dicom communications box does not send the left side image and does not send the pt info. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The dicom interface box was reprogrammed and the problem was resolved. The system was tested and found to be working as intended and placed back into service.